Event description:
It was reported that an incomplete laa seal occurred. The patient underwent a successful left atrial appendage (laa) closure procedure. A 33mm watchman laa closure device was implanted. The patient presented for a 45 day follow up and a leak that was greater than 5mm was noted around the device via echocardiogram. Despite bsc efforts, no further information is known at this time. This report will be updated should additional information become available.